Event description:
A report was received that a pt had a pocket revision due to the pocket site being uncomfortable as a result of weight loss. Nothing was implanted or explanted, and the pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.